Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: testing outside of recommended environmental conditions.

Event description:
Customer complains of high control solution results. Customer states that he feels physically fine, denies the need for medical attention. The customer's expected blood results are 113-160mg/dl fasting. Verified test strips expire 07/31/2018. Confirmed customer's test strips are being stored properly and opened vial date 11/23/2015. Customer performed a back to back blood test 126mg/dl and 134mg/dl fasting. Reviewed meter memory (B)(6). Memory concerns: 280mg/dl control solution result out of range. Meter read 280mg/dl while running a control test level 1 and read out of range (32-62mg/dl).